Event description:
The patient suffered a traumatic fall approximately one month post rotator cuff repair with orthadapt augmentation. Post-fall, the patient experienced irritation at the repair site; the orthadapt graft was explanted approximately one month post implant.

Manufacturer narrative:
The likely cause of the event is fixation failure due to patient trauma (fall approximately one month post rotator cuff repair). A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The manufacturer of the device at the time was pegasus biologics, inc.